Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported that the patient faced infusion set crimpped cannula within 3 hours of insertion. Site of insertion was abdomen. Patient's blood glucose at the time of issue was 400 mg/dl. Patient took correction bolus via pump to address high bg. No further information available.